Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot numbers gd83108, gd881466, with no issues noted during the manufacturing process. There were no deviations from standard procedure. The assignable cause of the reported problem of peritonitis was undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 2 for this incidence of peritonitis. As patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
A caregiver (cg) called baxter for an unrelated alarm and reported the patient's drain fluid was cloudy and this could possibly be the start of in infection as the patient had stomach discomfort. The cg was instructed by baxter's technical service representative that they should contact the nurse for further medical instruction. During a follow up call by global pharmacovigilance with the patient's wife, it was reported that in 2009, the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex (lot number not available, dose unknown, nightly), intra peritoneal (ip). On (B)(6) 2011, the patient was admitted to the hospital for peritonitis manifested by severe abdominal pain and cloudy effluent. A peritoneal effluent was drawn. The reporter stated it was both bacterial and fungal peritonitis. It was unknown if the antibiotic treatment was given before or after the pd effluent cultures were performed, however, the patient was treated with 4 different types of antibiotics. On (B)(6) 2011, the event of cloudy effluent was resolving, therefore, the patient was discharged from the hospital and treated with IV antibiotics. On (B)(6) 2011, the patient experienced severe abdominal pain and was re hospitalized for peritonitis. On (B)(6) 2011, the patient had surgery to remove his pd catheter. Pd was discontinued. It was unknown if an additional pd effluent culture was performed. It was not reported what had caused the peritonitis, however, it was not related to the homechoice machine or dianeal solution. On (B)(4) 2011, a follow up call was made to the pd rn. She reported the patient was hospitalized on (B)(6) 2011 thru (B)(6) 2011 for fungal peritonitis. Pd cultures were done. Coli. The patient was hospitalized again on (B)(6) 2011 for ongoing peritonitis. The patient was treated with an unknown antibiotic. She did not know if wbc or gram stain was done. The peritonitis is ongoing and the patient remains hospitalized at this time. There was no further information available.